Manufacturer narrative:
Insulin pump received with broken battery cap noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that esc button less responsive. The customer¿s blood glucose level was unknown. The customer reported battery cap lid was stripped also lost pump setting with battery change. The insulin pump will not be returned for analysis.